Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the publication "delayed cauda equina compression after spinal dura repair with bioglue: magnetic resonance imaging and computed tomography aspects of two cases of 'glue-oma'" in the spine journal, bioglue was used in two patients to repair unintentional spinal dural tears. Both patients experienced cauda equina compression postoperatively, requiring surgical intervention.

Manufacturer narrative:
According to the publication "delayed cauda equina compression after spinal dura repair with bioglue: magnetic resonance imaging and computed tomography aspects of two cases of 'glue-oma'" in the spine journal, bioglue was used in two patients to repair unintentional spinal dural tears. Both patients experienced cauda equina compression postoperatively, requiring surgical intervention. According to the authors, in both cases imaging showed cauda equina compression due to epidural masses, which were found during subsequent surgery to contain bioglue. These masses appeared slightly hyperdense on CT scans and markedly hypointense on t2-weighted MRI scans. The authors concluded that when applied as a thick layer during use as a dural sealant, bioglue may swell, leading to a symptomatic "glue-oma." Manufacturing records were reviewed for the two lot numbers provided by the author. It was confirmed that all records were controlled, available for review, and met all specifications per the device master record. A review was performed of the available information. The authors used bioglue to repair unintentional spinal dural tears in two patients who underwent spinal procedures (one discectomy, one laminectomy). Both patients experienced cauda equina compression that the authors attribute to swelling of bioglue in the region. It is important to note that bioglue does not swell to any appreciable degree (bioglue may swell up to 4%). Therefore, it is unlikely that the negligible amount of swelling that may have occurred caused the cauda equina compression in these patients. Although the amount of bioglue applied and the exact technique with which it was applied is unknown (i.e., use of standard applicator tip versus use of spreader tip, was the application site dried sufficiently before application, etc.), the authors comment that, since these two cases bioglue has been used successfully in their institution to repair small unintentional dural tears with no other cases of cauda equina compression and that "surgeons should avoid applying a thick layer of sealant" which suggests that the bioglue was not applied in thin, even layers as recommended within the product's instructions for use (IFU). One patient improved following removal of the bioglue while the other patient required a permanent urinary catheter. The likely cause of the cauda equina compression observed in these patients is application of too much bioglue and/or application of a layer that is too thick and, due to its space occupying properties, compressed the surrounding structures. Adequate precautions and warnings are included in the instructions for use regarding space occupying properties and use of bioglue near neurological structures, and proper application technique. The IFU states "do not implant bioglue into closed anatomic locations that are in immediate proximity to nerve structures. Avoid contact with nerves, eyes, or other tissue not intended for application." The IFU also states "for vessel repair apply an even adhesive coating 1.2-3.0mm thick for anastomosis of vessels/grafts greater than 2.5cm in diameter; apply an even adhesive coating 0.5-1.0mm for vessels/grafts less than 2.5cm in diameter. For parenchymal repair apply an even adhesive coating 1.5-3.0mm thick." The IFU lists injury to normal vessel or tissue as adverse events observed with the use of bioglue.

Event description:
According to the publication "delayed cauda equina compression after spinal dura repair with bioglue: magnetic resonance imaging and computed tomography aspects of two cases of 'glue-oma'" in the spine journal, bioglue was used in two patients to repair unintentional spinal dural tears. Both patients experienced cauda equina compression postoperatively, requiring surgical intervention.